Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the up, down, ok and contrast buttons were intermittently responding to button presses and contamination was found under the contacts. This report is made based on the results of evaluation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn and peeling at the ok button. The keypad buttons were tested and found that the up, down, ok, and contrast buttons were intermittently responding. The keypad was removed and contamination was observed under the button contacts. During testing the display was noted to be faded. Unrelated to the keypad and display issue, but bolus button was observed to be lifted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).